Event description:
A surgeon reported striae in the right eye one week following lasik treatment. The pt had noted decreased vision. A flap lift/reposition procedure was performed and the flap was well opposed at close to the procedure. A bandage contact lens was used and the pt was treated with antibiotic steroid and an nsaid drops. The pt was also treated with an oral steroid dose pack for diffuse lamellar keratitis (dlk) prophylaxis. In a f/u with the center director, she indicated there was one striae present at the pt's last postoperative exam on (B)(6) 2013. She also indicated the pt's vision was improving. The pt had discontinued steroid and nsaid drops along with the oval steroid medications and was only using artificial tears.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).